Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device triggered a lead safety switch due to pacing impedances of greater than 2500 ohms. A request for additional information was made; no additional information was received. The system remains in service. There were no adverse patient effects reported.